Event description:
It was reported that the pump declared an altitude alarm 21. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove any obstructions from the speaker holes, clean the speaker holes with a soft bristle brush, and remove and reconnect the cartridge to the pump. The customer was able to successfully resume insulin therapy.